Event description:
It was reported that the plastic sheath on the obturator started to peel off and got stuck in the trach. This was an emergency trach change to begin with, and patient had to use another trach at the bedside. This was the second incident. The last incident was reported in 2023. The event occurred during insertion, while changing the trach. There was no reported patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.